Manufacturer narrative:
The reported event of lead damage was confirmed. A complete lead with stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out of the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The connector cap was intact and in place in the connector assembly. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the inner lumen of the left ventricular (lv) lead was pulled out and damaged upon removing the guidewire from the lead. The lv lead was not used and replaced on (b))(6) 2025. The patient was in stable condition.